Event description:
It was reported that the atrial lead exhibited high capture thresholds, undersensing, fracture, an insulation anomaly and dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.